Event description:
It was reported that the left ventricular (lv) lead was experiencing high thresholds. The lead was capped and and the ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Cont.) D284trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6), 5076-52 implantable pacing lead implanted: 2004-(B)(6), (B)(4) abdominal stent graft 2012-(B)(6), (B)(4) abdominal stent graft 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found.